Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018. Product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018. No, product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018 no, product not received - not returned to manufacturer. (B)(4). Brand name: heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 31-jan-2018. No, product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching between port one and port two of the controller.  The controller and batteries were exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was experiencing power switching. The controller (con304168) and six batteries (bat510281, bat510372, bat510398, bat510448, bat510496 and bat510526) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Failure analysis revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller revealed that the device passed functional testing. However, visual inspection revealed that the serial port data cap was missing. This is an additional observation not related to the reported event and likely due to the handling of the unit. Log file analysis revealed that the controller, con304168, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat510281, bat510372, bat510398, bat510448, bat510496 and bat510526. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to address momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the returned controller failed visual inspection but passed functional testing. All six (6) batteries were returned. The returned batteries passed visual inspection and functional testing. Additional details of the investigation will be provided in a final report. (B)(4): d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency (B)(4): d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency (B)(4): d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency (B)(4): d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency (B)(4): d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency (B)(4).: d10: yes, 2017-10-30 h3: yes method code(s): 10 actual device evaluated, 23 electrical evaluation, 3372 analysis of data log(s), 38 visual inspection results code(s): 3213 interoperability problem conclusion code(s): 25 quality system deficiency medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
For previously submitted report: on (B)(6) 2018 conclusion: it was reported that the patient was experiencing power switching. The controller (con304168) and six batteries (bat510281, bat510372, bat510398, bat510448, bat510496 and bat510526) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the associated devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. However, visual inspection revealed that the serial port data cap was missing. This is an additional observation not related to the reported event and likely due to the handling of the unit. Log file analysis revealed that the controller, con304168, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat510281, bat510372, bat510398, bat510448, bat510496 and bat510526. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. If information is provided in the future, a supplemental report will be issued.